Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The device history records (dhrs) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A delivery delay with a replacement adc device was reported. The replacement device was issued due to a "scan again in 10 hours" message and customer was unable to test or obtain readings. Due to delivery delay, customer was unable to self-treat and went to the hospital. At the hospital, a healthcare professional (hcp) provided third-party treatment of "intravenous glucose" (type/dose unspecified) for a diagnosis of hypoglycemia and held customer at the hospital from (B)(6) 2023. There was no report of death or permanent impairment associated with this event.